Manufacturer narrative:
Two suspect zilver ptx devices were reported as involved in this event. Images relating to this event were received and reviewed. As a result of this image review stent fracture was confirmed as occurring only with the device involved in related report # 3001845648-2015-00269. Stent fracture was not confirmed as occurring for this particular device. The purpose of this follow up report is to cancel the initial report submitted for this device.

Event description:
Two suspect zilver ptx devices were reported as involved in this event. Images relating to this event were received and reviewed. As a result of this image review stent fracture was confirmed as occurring only with the device involved in related report # 3001845648-2015-00269. Stent fracture was not confirmed as occurring for this particular device. The purpose of this follow up report is to cancel the initial report submitted for this device.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. Incident meets FDA MDR reporting criteria based on the malfunction precedence for this device family for 'stent fracture'. The ziv6-35-125-7.0-120-ptx stent of lot number c777750 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause cannot be determined and no other comments can be made at this time. There is no evidence to suggest that this event did not occur, therefore, the complaint is confirmed based on customer testimony. It can be noted that stent strut fracture is a known potential adverse event associated with the placement of this device prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. No adverse events were reported for the patient and no medical or surgical intervention was performed. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012: two zilver ptx stents were placed in the right sfa of the patient with an overlap. (B)(6) 2015: x-ray confirmed stent fracture (type IV). (The rpn or lot number of the fractured device(s) cannot be determined.) As two devices are suspected to be involved in this event a separate report has been submitted for both suspect devices. Reference also report # 3001845648-2015-00269.